Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot. A philips field service engineer (fse) visited onsite and identified that the power supply for the switch and the fd controller had failed. To resolve the issue, fse replaced the power distribution unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.